Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/the essure apparatus was seen protruding out of the tube"), device dislocation ("right coil not seen") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent sonogram in 2012- right coil not seen. Concurrent conditions included abdominal pain lower, ovarian cyst and anesthesia. Concomitant products included ibuprofen (motrin). In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (partial salpingectomy and to remove the essure implant, partial salpingectomy). Essure was removed in 2014. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2014: fallopian tube lumen cross section identified. Fibro vascular and muscular tissue. B. Specimen designated "essure" device sterilization device.. Ultrasound scan vagina - on (B)(6)2014: impression: 1. Left ovary involuting complex cyst. 2. Cervical nabothian cyst. 3. Endometrial hyperechoic consistent with history of essure coils.. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical record received. Pt was updated for the event perforation nos to fallopian tube perforation. Event right coil not seen was added from mr. Lab data was added. Concomitant drug was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/the essure apparatus was seen protruding out of the tube/perforation (other) please describe and state the location of the perforation: left fallopian tube,"), device dislocation ("right coil not seen") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent sonogram in 2012- right coil not seen. Concurrent conditions included abdominal pain lower, anesthesia and intramural leiomyoma of uterus. Concomitant products included ibuprofen (motrin). In 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloated") and abdominal pain lower ("pain llq"). In (B)(6) 2012, the patient experienced medical device site erosion ("other injury(ies) or complications please describe: eroded l essure device,"). In 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (partial salpingectomy and to remove the essure implant, partial salpingectomy/unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, hot flush, vaginal haemorrhage, menorrhagia, anxiety, bladder disorder, urinary tract disorder, migraine, headache, ovarian cyst, dysmenorrhoea, vision blurred, fatigue, abdominal distension, medical device site erosion and alopecia outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, medical device site erosion, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient was in danger if injuring her other organs. Discrepancy noted regarding essure removal, mentioned as she is currently not planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion, other (please describe) my fallopian tube was perforated. Pathology test - on (B)(6) 2014: fallopian tube lumen cross section identified. - fibro vascular and muscular tissue. B. Specimen designated "essure" device sterilization device.. Ultrasound pelvis - on (B)(6) 2012: 1. Probable small intramural fibroid in the upper uterine segment is noted. 2. An iud is noted in place in the left cornual region. No similar iud is noted in the corresponding location on the right. This can be correlated clinically. 3. Small amount of free fluid is within physiologic limits.. Ultrasound scan vagina - on (B)(6) 2014: impression: 1. Left ovary involuting complex cyst. 2. Cervical nabothian cyst. 3. Endometrail hyperechoic consistent with history of essure coils.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 25-mar-2019: pfs received - new event hot flashes, vaginal bleeding, menorrhagia, anxiety, bladder disorder, urinary tract disorder, migraine, headache, ovarian cyst, dysmenorrhea, blurred vision, fatigue, bloating, medical device site erosion, hair loss and, left lower quadrant pain were added. New reporter (aka) were added. Patient information (height) were added. Product information (date of essure removal) were updated. Outcome of pelvic pain and lower abdominal pain were added. Event start date of fallopian tube perforation were added. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2014. At the time of the report, the perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.